Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# 0205381538, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp wanted to revise the catheter due to the volume discrepancy, but they were still concerned about the pump. The representative further confirmed the facility and physician and indicated that the catheter revision had not been scheduled yet. The representative stated this information would be provided when it becomes available. No further information was provided at this time.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone 10.0 mg/ml at 0.500 mg/day and clonidine 100.0 mcg/ml at 5.00 mcg/day via intrathecal drug delivery pump for an unknown indication of use. It was reported that the manufacture representative was contacted by the hospital as the patient came in for their first refill since the new implant and there was a volume discrepancy between the expected reservoir volume and actual volume. It was reported that the patient is in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was now further reported, that a catheter problem occurred which resulted in a replacement on (B)(6) 2017. The catheter model/serial that was replaced was being clarified with the health care professional. The catheter was replaced as the patient was not receiving any therapy and their pump was remaining full with drug volume indicating that the catheter was blocked. The catheter that was replaced would not be returned as the consultant decided to the leave the old catheter in situ as it would have caused a cerebrospinal fluid (csf) leak. That catheter was tied off and the new catheter was implanted. The pump was refilled just days after the catheter replacement and there had not been any discrepancies yet with the new catheter in situ.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was previously report as only a product problem. It should have been reported as an adverse event <(>&<)> product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further information was provided on the catheter as noted not available per the customer.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient received hydromorphone (10.0mg/ml, 0.500mg/day) and clonidine (100.0mcg/ml, 5.00mcg/day). The expected and actual residual volumes were unknown, but the manufacturer representative would follow-up for that information. There were no known environmental/external/patient factors that may have led or contributed to the issue. The cause of the volume discrepancy was not determined. No further complications were reported/anticipated. The manufacturer representative was to tray and contact the hcp to obtain further information.